Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient underwent an implantation of a intraocular lens (iol) which was removed and replaced in the same procedure of like model and diopter due to lens opacification. It was stated that the incision was enlarged. No patient complications were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): visual inspection of the returned product revealed evidence of debris/particles and viscoelastic, ovd, (ophthalmic viscosurgical device). Upon completion of cleaning the returned product for evaluation it was revealed that the lens did not appear to be cloudy. Manufacture record review indicates the lenses are measured for iol diopter power, resolution, and contrast. At the final inspection process, the lenses are 100% inspected at 10x microscope magnification. The operators perform a measurement inspection and disposition according to specification for visual inspection of acrylic intraocular lenses. Any defects on the lenses that do not meet the criteria specifications are rejected. Based on the manufacturing record review, no deviation or assignable cause was identified for the complaint of ¿cloudy lens¿. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.